Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope had cloudy image. Found before use. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope had cloudy image. Found before use. No patient involvement.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10 h6 correction: patient code changed to no patient involvement internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) the vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 11/03/2020. An investigation was conducted on 11/12/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed.